Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter in two segments was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. In addition to the returned physical sample, two electronic images were also provided for review. A complete circumferential break was noted on the distal end of the attached catheter, that was elliptical in shape and a partial circumferential break was noted from the proximal end of the distal catheter segment. The edges of the complete circumferential break were noted to be uneven and the surface was noted to be granular in one region and round in the other region. Upon infusion, a leak from the partial circumferential break was observed while water exited the distal end. Aspiration was attempted but was unsuccessful. Also, the image review states the catheter has fractured near the clavicle and embolized distally likely within the right heart. Therefore the investigation is confirmed for the reported catheter fracture, material separation and migration issues and the image review also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post port placement procedure via the internal jugular vein, the catheter was allegedly broken. It was further reported that the distal catheter segment migrated to the right atrium. Reportedly distal catheter segment and port body was removed on later days. The procedure was completed using another device. The current status of the patient is unknown.

Event description:
It was reported that the approximately two years post port placement procedure via the internal jugular vein, the catheter was allegedly broken. It was further reported that the distal catheter segment migrated to the right atrium. Reportedly distal catheter segment and port body was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway.